Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a blister which appeared like a burn near the vibration box. The patient's physician instructed the patient to remove the lifevest to allow the skin to heal. Follow up indicated that the blister healed slightly. The final medical outcome is unknown.